Event description:
It was reported that while the ventilator was connected to a pt the nurse mistakenly pulled out the power cable. The ventilator had only one back-up battery at the time, switched over to battery operation that lasted 5 seconds, then shutdown. The ventilator was replaced with another one. (B)(4).

Manufacturer narrative:
(B)(4).